Manufacturer narrative:
(B)(4). This follow-up is to relay additional information. The following sections were updated : b4, g3, g6, h2, h6, h10 1 complaint on cement paste too short setting time was recorded on the batch since ever, and 4 complaints on cement paste too short setting time were recorded on the reference from sep 01, 2018 to nov 3, 2021. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after stirring the cement, the cylinder was attached to the cement gun, but it was reported that it hardened in about 4 minutes. No known adverse event was reported.

Manufacturer narrative:
(B)(4). Report source, foreign, health professional - event occurred in (B)(6). The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that after stirring the cement, the cylinder was attached to the cement gun, but it was reported that it hardened in about 4 minutes. No known adverse event was reported.